Event description:
Biomed reported that a medication was delivered faster than it was programmed. The nurse had hung a 90 ml bag of fentanyl to be infused at 13.86 ml per hour via a primary infusion. The fentanyl infusion rate was checked by another nurse. The rate had been increased from 10 ml to 13.86 ml per hour some time during the night. It was reported that the pt experienced hypotension at 06:25 am. The hypotension became more severe when the pt was turned (no values provided). At 6:40 am the device was alarming for air in line and all the fentanyl had infused. The nurse believed the hypotension was related to receiving too much fentanyl. The nurse stopped the infusion and disconnected the tubing and the device from the pt. Customer stated that no add'l pt or event details are available.

Manufacturer narrative:
(B)(4). The pump module logs involved in this event was previously evaluated and it is believed the pump module performed as programmed (reference MFR report 2016493-2013-00138). The set was then rec'd and the results are as follows: the customer's report of an over infusion of fentanyl was not confirmed. Visual and functional testing noted a (0.00734' x 0.01699') hole in the proximal smartsite port. There were also hesitation marks surrounding the hole. The hole resembles the appearance of a needle puncture. The root cause of the leak was a hole in the proximal smartsite port.